Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the laser beam did not start when the pedal was pressed during a photo refractive keratectomy (prk) procedure. Registration process was performed for the patient's right eye successfully. Epithelial tissue was removed and stromal bed was made. The pupil was centered by pressing the pedal. Eye tracker quality was measured at 100% but when the physician pressed the laser pedal, the laser beam did not start. The system gave a calculation overrun error message. This process was tried several times. The problem did not resolve. Advanced tracking was turned off and pupil was centered by pushing the pedal again. Eye tracker quality was measured at 100%. The laser beam started and procedure was completed successfully. No patient harm was reported. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the field service engineer performed retrofit to address the eyetracker issue. The system was successfully verified according to company specifications. Due to changed eyetracker tracking processing with the new software, the camera needs to be replaced when updating from old software to new software. To avoid any tracking issues, the system should not be used without updating. The root cause for the reported error was that the old eyetracker camera was used with the new software which caused the reported error message. The manufacturer internal reference number is: (B)(4).